Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms experienced during functionality testing. During a physical inspection of the device, cracks were found in the upstream sensor tail. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.